Event description:
The customer was hospitalized for dka. It was indicated that the customer was in the hosp for an extended period and was incoherent. It was stated that three days prior to the event, the customer did not test bgs and thought they had the flu. The customer said that they only remember going to bed and waking up later in the hosp. Additionally, it was reported that the customer had a stroke and two seizures while being incoherent. It was stated that the customer will not be on pump therapy until the md can determine the cause of the event. At the time of the call, it was said that the customer was assisted with an error alarm and the pump passed the leadscrew test.